Event description:
When the pump was engaged with the tubing, the unit would not run. The patient was under anesthesia and they had to cancel the trivex procedure. The case was rescheduled but not sure when.

Manufacturer narrative:
Unit has not been returned for evaluation; therefore, no determination could be made for the reported device failure.